Event description:
It was reported that the customer could not prime his infusion set. He also reported that he received a no delivery alarm. The customer's blood glucose level was not reported. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)